Event description:
Report from rn at 1140. The end of the saw blade chipped off. Xray taken per surgeon order. At the end of the case, drapes and floor was examined for the missing blade chip. The rest of the blade and packaging was given to the supervisor.